Event description:
It was reported that at 17:00 on (B)(6) 2026, during a nasal surgery procedure on a patient, the monitor belonging to this workstation suddenly went black. Restarting the device did not resolve the issue. According to further available information there was a backup device and the procedure was successfully completed with a prolongation of about 5 to 10 minutes. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).